Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that low albumin (alb), calcium (ca), and glucose (glu) results were generated on multiple patient samples on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the sample probe and performed auto-alignment and bottom of cuvette correction (bocc). Next, the cse ran service methods testing. In a subsequent visit, the cse replaced sample and reagent 1 mixers and ran service methods testing and quality controls (qcs), which resulted acceptably. Siemens reviewed the instrument data and determined that there was no evidence of reagent issues. Siemens concluded that weak sample and reagent mixing, which was resolved by the cse replacing the mixers, potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that low albumin (alb), calcium (ca), and glucose (glu) results were generated on multiple patient samples on a dimension vista 500 instrument. Some ca results were flagged with below assay range. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument and recovered as expected. The repeat results were reported to the physician(s), as the correct results. The customer did not provide any further sample information. There are no known reports of patient intervention or adverse health consequences due to the event.